Event description:
It was reported that an insulin pump stopped functioning after the battery depleted and the charger showed no indicator light despite outlet changes and standard troubleshooting while the user was traveling, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem identified with the charger, aligning with a charging problem associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.